Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "inadequate range of motion due to improper selection or positioning of components." Number 20 states, ¿persistent pain.¿

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2011. Subsequently, the patient experienced pain, loss of range of motion, and has a fear of falling. There are no signs of implant related failure. This occurred approximately twenty months post-op. No revision procedure has been indicated.